Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. An examination (visual and via scope) of the stent found stent damage. Proximal stent struts were lifted from their crimped position and bunched and pulled distally. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 32mmx2.25mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 32x2.25mm promus premier drug-eluting stent was advanced for treatment. However, upon positioning the device, the proximal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 32mmx2.25mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 32x2.25mm promus premier drug-eluting stent was advanced for treatment. However, upon positioning the device, the proximal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.